Event description:
Philips received a complaint from the field service engineer (fse) on the v60 ventilator indicating that while servicing the device, it was observed that the electrical safety tests failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The field service engineer (fse) determined that a power cable replacement was required. The fse replaced the power cable to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service.